Manufacturer narrative:
Internal investigation confirmed customer complaint of false negative in lanes 27 and 39 with the dpb1*88:01 allele. Root cause is determined to be incorrect reactivity prediction for this allele with these lanes. (B)(4).

Event description:
(B)(4). It was reported that a discrepancy between the dpb1 unitray ssp (model #451606d, lot #008 1415057) results and sbt typing on a sample. The sample type as a dpb1*03:01:01/88:01 by sequencing. Dpb1 high resolutions ssp tray did not give a result. Customer indicated that wells 27 and 39 were false negative. This led to a no type result.